Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: part: 292.620s lot: 194l997 manufacturing site: werk selzach logistik release to warehouse date: 16 june 2023 expiration date: 01 june 2033 supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery treating the tibia. The surgeon inserted two guidewires into the medial malleolus of the tibia to insert a ccs 4.0 screw. The two guidewires were inserted close together because of the small size of the bone fragments. When the surgeon drilled along the first guidewire, the drill interfered with the other guidewire, and the first guidewire broke at 1 cm from the tip. The surgeon judged that removing the broken fragment was difficult because it was inside the bone and inserted the screw via the other guidewire which was not broken. There was no interference between the broken fragment remaining in the bone and the inserted screw, and the surgery was completed successfully within 30 minutes delay. Patient was stable. The surgeon commented as follows: there was a stiff feeling during drilling along the first guidewire, which was caused by interfering with the adjacent guidewire. The interference may have pushed the drill out of the correct direction. The guidewire has threads at the tip, which may have also affected the fact that the tip was fixed and there was no freedom. This report is for a 1.25mm threaded guide wire 150mm. This is report 1 of 1 for(B)(4).